Event description:
The customer reported that the mts centrifuge lost power when the door opened. Through troubleshooting, the customer reported that the retractile cable had broken.

Manufacturer narrative:
The customer reported that the mts centrifuge lost power when the door opened. Through troubleshooting, the customer reported that the retractile cable had broken. The customer was instructed by ocd customer technical services (cts) to discontinue the use of the instrument. The replacement retractile cable part number was provided to the customer's bio med tech. The customer ordered the part through their purchasing department. A review of the design history file shows that the centrifuge passed all applicable ul testing and therefore does not pose a fire or electrical safety risk. Product labeling repeatedly cautions the user of the risk of electric shock involved in servicing the instrument. Product labeling provides the user with the proper procedure to follow when repairs are necessary. No smoke, fire or shock was reported as a result of this incident. No death or seriuos injury was reported. This customer has not logged any complaints against this instrument since this incident. However, frayed insulation or breakage leading to exposed wire can lead to shock, fire, death or serious injury. The potential for electric shock, though remote, does exist.